Event description:
It was reported that two pedicle screws broke during insertion. The two pedicle screws both had the same issue. The 3-d polyaxial head broke free from the pedicle screw and the head splayed. The first damaged screw was replaced, and then the second screw encountered the same issue. Both screws were removed and a different pedicle screw system was used. There was a thirty minute delay in the procedure. The broken screws were removed easily with no additional medical intervention. The procedure was completed successfully. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: received 1 click'x pedicle screw disassembled in its components (screw, body, spherical segment and closure cone). The pieces have been returned not in the original packaging. No visual defect relating to the manufacturing process. The returned parts (disassembled in its component) have been re-inspected for the features pertinent to the complaint condition. The conclusion of the manufacturing investigation is that: the measurable features are in specification (the hex recess is not measurable because damaged post production). No non-conformances were found related to manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.